Event description:
On (B)(6) 2025, the user reported being unable to press the ¿yes¿ button when filling the tubing on a new ilet device before completing setup; blood glucose was not affected. A replacement ilet was shipped.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.